Event description:
A report was received that the a1059 mayfield modified skull clamp slipped during a posterior cervical fusion (cervical stenosis) procedure and a (B)(6) male patient sustained a small laceration. The incident took place on (B)(6) 2016. Initially, the patient was in prone position, on the bed, and the head pins were placed. Integra (a1072) adult disposable skull pins were being used. He was then flipped posterior onto a spinal table where the head pins were then secured to the mayfield frame. A stereotaxy device was not used. Initially the pins did not feel tight so the medical resident adjusted and felt they were more secure. After the surgery was done and the patient was flipped back to supine position is when the laceration was found. The laceration was repaired and the patient was fine. The device will be returned for further evaluation.

Manufacturer narrative:
Integra has completed their internal investigation on 28 jun 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the complaint was not confirmed - no issues observed. Unit cleaned per protocol 1907. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) manufactured on 31 mar 2013. A total of (B)(4) were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No manufacturing or design related trend has been identified. Conclusion: in summary the customer complaint was not able to be confirmed or duplicated. The returned unit passed all functional testing requirements, however general maintenance is required as this device was serviced in 2013.